Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer informed that the drawer failure was abled to be recovered and stated that the customer informed that they had already resolved the issue. No resolution was provided by both the field service engineer and the customer about the resolved issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system was not detected on the communication bus. The customer reported that the issue was preventing the users from pulling the medication and causing a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.